Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl, which was reportedly due to the personal diabetes manager having an insufficient battery life; as a result, patient was not receiving insulin. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with insulin at the hospital, was released after 4 days.